Event description:
It was reported the customer had multiple cartridges leaking from under the septum. Customer's blood glucose level was impacted.

Manufacturer narrative:
The device has not yet been received for eval. Should additional info be received a supplemental form will be completed.